Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing leading to inappropriate shocks. The patient is still in the hospital and experienced cardiac arrest. Currently, this s-ICD system remains in service and no additional adverse patient effects were reported.